Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Events were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech evaluated the device, verified the complaint and determined that the root cause of the failure was faulty buzzer assembly on the main board. The alarm buzzer assembly was sent to a third party test lab for further root cause analysis. Upon completion of the eval by the third party lab, a follow-up medwatch report will be submitted. The carefusion factory service department replaced the device's main board and ran the device through a complete calibration and checkout to ensure that it meets all factory specs. Upon completion the device was returned the customer ready to be placed back into service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s). He would like to send this unit in for repair. He states that it has no audible alarm. He stated there was no pt involvement at all. They noticed it while setting it up, etc."